Event description:
Received information stating patient experienced high and low bg's. It is unknown which cartridge lot number was being used at the time of event. No patient harm reported.

Manufacturer narrative:
Additional cartridge lot number m001455.